Event description:
It was reported that the needle pierced the catheter. "While attempting an IV insertion, all four IV catheters used had the needle go through the plastic catheter while it was being inserted into patient. No catheter fragments were left behind under the skin, but the needle consistently went through the catheter while trying to thread the needle. Breaking of the plastic catheter required more unnecessary attempts at gaining IV access on the patient.¿ additional information 4/10/2026: question: did all 4 reported occurrences of needle through catheter happen with the same patent on the same day? If no, please provide the number of affected patients and dates of events. Reply: nicu leadership has determined this is an educational opportunity for staff. Nurses are disengaging the catheter from the needle and placing back to original position prior to sticking patient. This is a dated practice that occurred with our previous catheters because the hub would not disengage once the IV was placed, and we are finding it is continuing. We will work with our education team to pass along to staff appropriate technique. I will reach out if I need any additional resources for the education.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of needle through catheter with lot 5287386 regarding item 381411. DHR batch number 5287386 has been reviewed. No related quality issues or process deviations were found during the manufacture of the subassembly lot and packaging line. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.